Manufacturer narrative:
The pod was received with the cannula fully deployed, needle retracted, and pink slide visible. Download data indicates that the pod primed and ran for 3956 pulses with no alarm, during which time user action was taken in the form of bolus, indicating that the pod had deployed as intended and used to administer insulin. No damage or manufacturing deficiencies were found inside the pod that would result in the cannula failing to deploy as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The patient was still wearing the pod and stated she will remove it and apply a new one. The pod was worn longer than 48 hours on the abdomen.